Event description:
Stent was found flared. The report received indicated that during a coronary procedure, the 3.3x30 mm cypher stent was being delivered to the lesion, but the device could not cross the lesion. Therefore, the cypher was pulled into the guide catheter and was re-delivered to the lesion; however, the guide disengaged from the target vessel and the physician decided to retrieve both the catheter and the cypher. Upon device removal, the physician identified that the proximal side of the stent was flared. The physician changed to another cypher and the procedure was completed successfully. There was no report of injury to the pt. Further info indicated that during the procedure the lesion had been successfully pre-dilated and another cypher stent had been implanted without complications. The target vessel was the mid right coronary artery (rca). The lesion was a de novo, moderately calcified and slightly tortuous. The lesion presented 100% stenosis. The physician did not indicated any anomalies on the device prior to use.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.